Event description:
It was reported by repair work order that there was a short in the headend power coil cord that caused the bed to spark and trip the breaker. It was also reported that the hi/lo functions were not operational due to a malfunctioning cpu. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.